Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer did not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A technical support specialist remoted into the application. After the customer logged out, another employee logged into the application, and the drawer opened successfully. The cabinet was confirmed to be running version 1.7, and it was noted that the issue would be resolved once the cabinet is updated to version 1.8. The system functioned as intended after the technical support specialist troubleshot the device.